Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was positioned at a2/p2 and deployment steps according to the instruction for use were performed; however, the clip did not release from delivery catheter (dc) shaft. Under fluoroscopic image guidance, the stabilizer was repositioned and the steerable guide catheter was rotated with care to reduce angulation between the dc shaft and the clip. The actuator knob was retracted further. The clip still did not release from the dc shaft by retracting the delivery catheter handle. These steps were repeated twice after which the clip was successfully released from dc shaft. A second clip was deployed lateral to first clip, reducing mr to trace. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to deploy the clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip was not returned as it remains implanted in the patient. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.